Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "check vent: primary alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a "check vent: primary alarm failed" error code. During troubleshooting, it was confirmed that error code 1102 ((post) primary alarm failed), and 5021 ((post) speaker test (pm pcba & mc pcba)) were logged in the event log. The customer then reported that both speakers had been replaced. The customer did not specify if the replacements resolved the issue. It was reported that the customer replaced the central processing unit (cpu), and that a philips service engineer (se) replaced the power management board. The device passed all the required testing, and reprogramed. It was noted that the customer would perform a preventative maintenance.